Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the operator performed a unilateral puncture and planned to use a semi deployment technique. Coil was first inserted into the aneurysm sac without detachment, followed by the placement of a dense mesh stent across the aneurysm neck. After the stent delivery catheter was positioned, a ped2 450 18 device was prepared after hydration and advanced further, positioning the distal portion toward the m1 segment. The operator attempted to deploy the distal end of the stent at the straight segment of m1. The delivery catheter was gradually withdrawn to expose the distal radiopaque marker coil. After approximately 6 mm of deployment, the distal end failed to open. Additional forward tension was applied to the delivery wire to deploy another ~5 mm; however, the distal end still failed to expand and remained in a rod like configuration. The operator then positioned the distal marker coil at the superior trunk curvature and pushed the stent and delivery catheter forward together, attempting to utilize the stent¿s self-expanding force to open the distal end. This maneuver was repeated several times, but the distal end remained rod shaped and failed to open. Subsequently, the system was withdrawn to the internal carotid artery and another ~3 mm was deployed, but the stent still did not open. The operator then removed the stent and delivery catheter together from the body. The stent became stuck within the delivery catheter and could not be retrieved from it, so a new stent system was used to complete the procedure. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for dense-mesh stent implantation of an amorphous, unruptured left internal carotid artery, c7 segment aneurysm with a max diameter of 14.3 mm and a 5.1mm neck diameter. Landing zone: distal: 3.1 mm and proximal: 4.4 mm. It was noted the patient's vessel tortuosity was moderate. Access vessel was the femoral artery with a 12.1 mm diameter. Dapt (dual antiplatelet treatment) was administered and pru (p2y12 reaction units) level was normal. The angiographic result post procedure showed retention of contrast agent. Ancillary devices include a batai medical 6f 90cm long sheath, intermediate catheter navien 6f 115 cm, ph27 and echelon 10 microcathe ters, stryker 0.014" 2 m micro-guidewire, achieva medical 16 series spring coil.